Manufacturer narrative:
Reported event: an event regarding registration failure, involving a 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device history review: not performed as the reported device is software. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed registration. There were only three events related to failed registration ((B)(4). Conclusion: the session data from the case was reviewed. An analysis of the landmark/pelvic registration was completed. The bad registrations might have been due to the severe osteophytes, which caused a difference between the segmented model and patient¿s anatomy. Suggest confirming with the surgeon if the osteophytes were removed before registration.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon was unable to register the acetabular landmarks and the case was converted to manual. The case was successfully completed.

Manufacturer narrative:
As part of normal complaint follow-up, an investigation has been initiated at mako surgical corp. A supplemental report will be filed when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon was unable to register the acetabular landmarks and the case was converted to manual. The case was successfully completed.